Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately eight years and two months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized for heart failure. It was reported the prosthesis had degenerated with increased gradients and mild central aortic regurgitation (ar) noted. A second valve was implanted valve-in-valve reducing the gradients. No additional adverse patient effects were reported.